Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is an approximation based on the customer reporting the event occurred 5 days prior to contacting abbott diabetes care. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. It was noted during the course of troubleshooting that customer's test strips were expired and the batteries were replaced a year ago. Customer further reported having contact with a healthcare professional and being treated with "insulin and pills", however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. It was noted during the course of troubleshooting that customer's test strips were expired and the batteries were replaced a year ago. Customer further reported having contact with a healthcare professional and being treated with "insulin and pills", however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial and follow up #1 MDR report. Adverse event or product problem has been updated to reflect case details.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. It was noted during the course of troubleshooting that customer's test strips were expired and the batteries were replaced a year ago. Customer further reported having contact with a healthcare professional and being treated with "insulin and pills", however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.